Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2009. In (B)(6) 2009, patient experienced pain and incontinence. Patient underwent failed attempt to remove mesh on (B)(6) 2009.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.